Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient noticed they were not able to charge ¿months ago,¿ but the patient had a death occur of someone they know and they didn¿t stay compliant and their device was overdischarged. The rep stated that they were with the patient and had the ins charging now with six coupling boxes. The caller wanted to know how long they had to charge before the clinician programmer would connect to clear the por (power on reset) as they needed to leave. Technical services reviewed information and emailed instructions on how to clear the por with the patient programmer if necessary. The event occurred in 2019. Additional information was reported that the patient's overdischarge was not resolved. The patient's ins will be replaced, but has not been scheduled yet. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the date of explant was not yet determined. Patient's weight was unknown. The provided information was confirmed with the physician/account.